Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a catheter kinked and the lid stock. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states the following warnings, cautions and instructions for the user: "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Caution: catheter should not be forcibly removed, doing so may result in catheter breakage and embolization. Follow institutional policies and procedures for difficult to remove catheter." The report that the catheter was kinked was confirmed through examination of the customer supplied photo. The image showed the catheter was kinked; however, the actual complaint sample was not returned for evaluation. The device history record was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during insertion the catheter is bent and the guidewire cannot be inserted. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: during insertion the catheter is bent and the guidewire cannot be inserted. No patient injury or complication reported. The patient's condition is reported as fine.